Event description:
(B)(6) study. It was reported that complete atrioventricular block (av) block occurred. The subject was enrolled into the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the subject on a prior regimen of aspirin at the time of index procedure. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and the aortic valve was treated with the placement of a 25 mm lous edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. On the same day, post transaortic valve replacement, electrocardiogram revealed paroxysmal complete av block. A new permanent pacemaker was recommended due to the complete heart block. Four days post index procedure a new non-bsc dual chamber permanent pacemaker was implanted successfully. This event led to the prolongation of the existing hospitalization. The event was considered recovered and resolved. The next day, the subject was discharged on aspirin.